Event description:
The patient contacted animas on (B)(6) 2013, alleging blood glucose (bg) excursions with low bg of and on for the last month or so. The patient alleged waking with bg in the 40-50 mg/dl range with sweating. The patient reported treating the hypoglycemia by consuming juice with resolution to within normal range. The patient also alleged that his bg had been elevated at night, in the high 300 mg/dl range without reported symptoms suggestive of hyperglycemia. This reported hyperglycemia does not meet animas¿ criteria of a reportable adverse event. The patient reported that he did not treat the alleged hyperglycemia for fear of dropping the bg too low during the night. The patient reported usually testing his bg at 3:00 am and it is usually in the low to mid 100 mg/dl range. The patient reported he has a snack that he does not correct for and his bg is still low in the morning at approximately 8:00 am. During troubleshooting by customer support, it was noted that the basal settings are correct and the patient had made several adjustments according to history. The patient is also not bolusing for a lot of meals as he adjusts the basal rates to cover for food consumed. Review of the basal history revealed the rates were significantly lower a few weeks ago and the patient was adjusting for higher bg levels throughout the day. As a result, the patient¿s bg is now reportedly low at night. These changes were not recommended by healthcare provider (hcp) and patient stated that the hcp did recommend using the advanced bolus features and not changing the basal rates. This complaint is being reported because the patient experienced hypoglycemia as a result of use error by not bolusing for meals and readjusted the basal rates to cover him all day, including meals, against hcp instructions.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings:unable to duplicate the complaint. Pump records show the last basal delivery and the last bolus were recorded on (B)(6) 2013. No activity related to the complaint was recorded in pump history; only typical usage was observed. The delivered boluses and basals add up correctly to equal the total the daily insulin delivery rate which was programmed by the user. The pump successfully completed the required (B)(4) flow accuracy test and was found to be delivering within the specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.